Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the patient experienced blurry uncorrected distance vision. The lens was exchanged in a secondary procedure. Additional information was provided by the surgeon that the initial lens was not defective, however, it was replaced with the same power, but a different model intraocular lens (iol). The surgeon also notes that the event continues as the patient has experienced only partial improvement following the lens exchange.